Manufacturer narrative:
(B)(4): g2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that post hip implantation, the patient experienced an atraumatic break-in of the ceramic inlay. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that initial left total hip arthroplasty was performed. Subsequently, patient underwent left hip revision approximately 10 years post implantation due to implant fracture and pain. During the revision noted ceramic splinters upon entering the joint. The head and inlay were exchanged without complications. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional/radiologist. The review identified, the patient presented with several months of atraumatic pain in the left hip. An x-ray revealed an inlay fracture, three ceramic splinters noted laterally posteriorly and explanted, head explanted and noted no significant damage upon inspection and noted the shell is abraded at the inlay fracture site, shell remains implanted. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that initial left total hip arthroplasty was performed. Subsequently, patient underwent left hip revision approximately 10 years post implantation due to recurrent dislocation. During the revision noted ceramic splinters upon entering the joint. The head and inlay were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b1, b2, b3, b4, b5, b7, d1, d6, d10, g3, g6, h1, h2, h6, h11. D6a: implant date: (B)(6) 2015. D10: item # unknown, unknown allofit it 52 shell, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown stem, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.